Event description:
Customer reported a malfunction on pump, indicating a malfunction code. Customer declined to provide information regarding whether there was an impact on blood glucose levels. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction code did not recur. Customer was instructed to continue using the pump and to contact support if the issue reappeared. No adverse impact to the customer's blood glucose level was reported.